Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the operating room, repositioned and tucked the stimulation lead, and closed the incision site.